Event description:
While inserting a screw to the tapped drill hole, screw broke down in the middle, not horizontally. Case was completed with a larger screw of the same brand. No injury, no delay.

Manufacturer narrative:
Each production lot conmed linvatec biomaterials produces is released based on the mechanical test results and dimensional measurement data. Mechanical lot release test results of lot s0002470 were in the normal, acceptable level and there were no deviations on the in-process dimensional measurements. This is the first complaint referring to this lot. Tip of the screw has deformed and there is a crack from the tip of the screw to the third thread. The fourth thread was also deformed. Based on the deformation method of the screw, it seems like there had been a hard obstacle in front of the screw in the drill channel. As we don't have exact info about used surgical technique, we can't draw precise conclusions. The drill hole of the matryx interference screw has to be tapped all the way to the bottom of the drill hole (according to the screw length). Due to porosity and tcp particles matryx interference screw has rougher surface than traditional polymer interference screws. Rougher surface causes more insertion torque especially if the drill hole is not tapped all the way to the bottom, or if the drill hole is for some other reason extraordinary tight.